Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in hungary as follows: it was reported that on (B)(6) 2019, during insertion of titanium elastic nail (ten) for a pediatric surgery, the inserter for ten was broken. No parts of the inserter for ten remained in the patient. It was unknown how the procedure was completed and if there was a surgical delay due to the reported event. There was no patient consequence. Concomitant device reported: unknown titanium elastic nail (ten) (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual investigation: the visual inspection of the device has shown that the t-handle of the returned inserter is indeed broken off. The complete inserter is in a heavily used condition. There are clearly visible marks of excessive hammer blows all over. Dimensional inspection: the cause of the complained malfunction is a post-manufacturing caused breakage, therefore no dimensional inspection is required document/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage, therefore no document/specification review is required conclusion: a review of the DHR for the mentioned part was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The instrument met the specifications at the time of manufacturing and distributing. We assume that excessive use in combination with wear and tear over the years (manufactured in 2012) caused this breakage. In this relation, we would like to mention page 20 of the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary, the hammer guide (359.218) can be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device history lot part: 359.219 lot: 7881769 manufacturing site: hägendorf release to warehouse date: 04.may 2012 the device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.